Event description:
It was reported by service report that there was a fire in the zoom headboard. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Investigation ongoing. Follow-up report will be issued as necessary based upon investigation results.